Event description:
It was reported that the pt can hardly profit from the vibrant soundbridge. The hearing threshold was out of the criteria preoperatively and dropped further, but the pt wanted to try the vibrant soundbridge first. The vibrogram showed that the pt can basically hear through the implant, but with very high thresholds. A re-implantation surgery with a cochlear implant is scheduled for (B)(6) 2012.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.